Event description:
A medsun medwatch uf/importer report number # (B)(4) on 15-jul-2024, which stated: "assessing PICC line and tubing and found tubing detached from filter." Additional information was later provided by the customer stating that the device in question is an unknown filter tubing set and it was initially placed/used on (B)(6) 2024 at 16:50. It is unknown if there were any issues noted during initial priming/set-up or during flushing. It is also unknown if there were any alarms and/or monitoring equipment in use at the time of the event. The complaint occurred during a single infusion, and the issue was noted at approximately 15 hours duration/timepoint. It was unknown if they were any observed component damages upon removal of the unknown filter set in question. It was also stated that total parenteral nutrition was infusing at the time of the complaint. There was no harm to the patient or clinical staff as a result of the complaint/event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tubing detaching from the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.